Manufacturer narrative:
Occlusion is a known adverse event associated with coronary stenting as noted in the xience v IFU and risk assessment. There does not appear to be any indications of a sds quality problem as there was no reported device malfunction. A conclusive root cause for the reported pt issue and the relationship to the device, if any, cannot be determined. Direct stenting was performed. It should be noted that the xience v IFU states, "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent."

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: occlusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after direct stenting the left anterior descending artery (lad) lesion using an rx xience v stent that the diagonal branch became occluded. Percutaneous coronary intervention was performed to treat the occlusion. No additional event or pt info is available.